Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the provided data, it was likely that too low humidity in the laboratory caused the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the e module. There were (B)(4) erroneous results for thyrotropin (tsh). There was no reported injury or death. (B)(4).